Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had frozen display and buttons were not responding. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. The customer reported that the insulin pump actions and did not take a bolus stated that the screen showed notifications. It was reported that the time only it will not go away time is 12.00 pm and was advised to press and hold menu button nothing changed. It was reported that the customer was advised to press and hold back arrow nothing happened. Customer was advised to check if there was no response from any button. The insulin pump will not be returned for analysis.